Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a right total knee anthroplasty, the handpiece functioned intermittently when checking prior to use then totally stopped working. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.